Manufacturer narrative:
Event date: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was inactive due to unknown issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility.